Event description:
I bought a koalarhealth smartwatch online, it is advertised as a glucose monitor, b/p (blood pressure) monitor, EKG (electrocardiogram) monitor, radiation monitor, uric acid monitor, lipid panel monitoring. I had doubts initially, but thought that since it was less than (B)(6) (dollars), that I wouldn't be out too much money, also I was planning on verifying with my traditional bs (blood sugar) monitor and b/p (blood pressure) monitor. For the first month, there was little difference. However, after 2.5 months of wear, the watch started giving me abnormally high results for a couple of days then go back down (again results were consistent with traditional monitoring for a month) then again I started getting abnormal high results and my traditional monitor was still reading "normal" results. Hoping that the watch would "go back to normal" I continued to wear it. But no, the bs (blood sugar) and b/p (blood pressure) values remained high. Thinking that there was very little inconsistencies with the traditional monitors, I reported the watches values higher values to my doctor, who in turn prescribed me medication (that ended up dropping my bs (blood sugar) to a dangerously low value). Koalarhealth blood sugar reading 375, while my traditional monitor said 103. Reference report: mw5152225.